Event description:
It was reported that the user received a high glucose alert and experienced repeated infusion occlusion alerts that were only resolved after performing a site-only supply change on the infusion set (contact detach), after which glucose values returned to range. Investigation of this case revealed an infusion delivery occlusion associated with the infusion set that resolved with a site change, consistent with an obstruction in the insulin path. No symptoms associated to hyperglycemia reported. Outcomes included temporary interruption of insulin delivery with subsequent restoration of therapy after the supply change, without injury or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set occlusion that was corrected by replacing the set and site.